Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the insulin pump was exposed to fluids. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.